Event description:
During baxter's functionality testing of a spectrum pump, it detected a set when no set was loaded. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, "unload from guide 2 with no set loaded" was confirmed. Further evaluation was unable to reproduce the "unload from guide 2 with no set loaded" symptom. During further device evaluation, the pump alarmed unload from load point number 2 when load point number 2 was loaded, followed by a system error 320 caused by a failed lower latch switch. The lower auxiliary, which contains the failed lower latch switch, was replaced.